Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. The root cause of the patient's current claims is inconclusive, but records indicate that the car accident that the patient experienced in 1986 caused long-term complications and pain for the patient. All other matters relating to this litigation are being handled by our attorney. The complaint will be reopened if additional details are obtained.

Event description:
On (B)(6) 2004, dr. (B)(6) implanted a stratasis tension-free urethral sling for treatment of the patient's stress urinary incontinence. The patient reported that her urinary incontinence never improved after surgery and it worsened over time. The patient underwent a hysterectomy in (B)(6) 2005 due to vaginal pain, abdominal pain, cysts on her ovaries, and abnormal periods. The patient sought treatment for blood in her urine in 2011. In 2012, she underwent a procedure in which urinary stents were placed in an effort to determine the source of the blood. The source of the blood was undetermined and there were no recommendations made for further follow-up. After this procedure, the patient developed an infection and was hospitalized. The hematuria resolved sometime after the 2012 procedure. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.